Event description:
It was reported patient underwent hip revision approximately 21 days post implantation due to a dislocation caused by a fall in the domestic environment. During the intraoperative attempt to detach the head from the stem, the head and stem came out of the medullary cavity of the femur after the third stroke. As a result, the medullary canal had to be partially freed from the cement in order to be able to place a new stem including a new thin cement mantle and a head with more offset had to be implanted. Delay 60 minutes for complex partial removal of the cement in the femur to make room for re-implantation and partial new cement mantle, trial reduction, re-implantation including hardening of the cement, reduction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): d10: item # 00877503202, bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14, lot # 3197158; item # unknown, unknown cup/liner, lot # unknown. G2: report source germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4).: this follow-up report is being submitted to relay additional information. D10: item # 00877503202, bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14, lot # 3197158 item # unknown, unknown cup/liner, lot # unknown. Item # unknown, unknown cement, lot # unknown. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were not provided. Based on the available information, the reported event cannot be confirmed. The contributing factors that lead to the intraoperative issue are multiple: either the head and the stem could not be disengage from each other, leading to the loosening of the stem from the cement mantle at the moment of the impaction on the head; or the mantle and the stem were already loose, therefore the stem came out even with minimal impaction on the head. With the available information neither the root cause of the dislocation, neither the root cause for the intraoperative can be definitively determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.